Event description:
It was reported that during a follow up in 2024 high out of range shock impedance measurements were seen when it comes to this implantable cardioverter defibrillator (ICD). In (B)(6) 2025 the competitor lead was explanted and a new boston scientific lead was implanted with the same device. There was also a signal artifact monitor (sam) episode seen. A request for technical services (ts) review was needed. No adverse patient effects were reported. The ICD remains implanted.

Event description:
It was reported that during a follow up in 2024 high out of range shock impedance measurements were seen when it comes to this implantable cardioverter defibrillator (ICD). In (B)(6) 2025 the competitor lead was explanted and a new boston scientific lead was implanted with the same device. There was also a signal artifact monitor (sam) episode seen. A request for technical services (ts) review was needed. No adverse patient effects were reported. The ICD remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that during a follow up in (B)(6) 2024 high out of range shock impedance measurements were seen when it comes to this implantable cardioverter defibrillator (ICD). In (B)(6) 2025 the competitor lead was explanted and a new boston scientific lead was implanted with the same device. There was also a signal artifact monitor (sam) episode seen. A request for technical services (ts) review was needed. No adverse patient effects were reported. The ICD remains implanted. Ts reviewed the case and provided comments on the clinical observations.

Manufacturer narrative:
This report is being filed to correct the device code.

Event description:
It was reported that during a follow up in 2024 high out of range shock impedance measurements were seen when it comes to this implantable cardioverter defibrillator (ICD). In (B)(6) 2025, the competitor lead was explanted and a new boston scientific lead was implanted with the same device. There was also a signal artifact monitor (sam) episode seen. A request for technical services (ts) review was needed. No adverse patient effects were reported. The ICD remains implanted. Ts reviewed the case and provided comments on the clinical observations.